Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical records that a patient with a 27mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 4 years, 8 months due to structural valve degeneration and stenosis. The patient presented with sob. The procedure was performed with a 29mm 9755rsl transcatheter valve. The patient was transferred to the cvicu in stable condition and was discharged pod #3. Per medical records, the patient presented with sob. Pre-op echo revealed ef of 64% and severe mitral stenosis with mean gradient of 15 mm hg. The patient's valve was found to have severe structural valve degeneration. Tavr was performed to replace the 27mm 7300tfx magna with a 29mm 9755rsl resilia. Post-op tee confirmed successful implantation and the procedure was successful with no immediate complications. The patient was transferred to the cvicu in stable condition. The patient was discharged pod #3.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections h6 (investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including years hyperlipidemia and coronary artery disease. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (type of investigation).